Event description:
The customer contact reported a leak of a chemotherapeutic agent and air distal to the filter. The tubing set was being used to deliver an unspecified volume of taxol at an unspecified rate via a symbiq pump. It was reported that "a couple of minutes" after the delivery was initiated, leakage of solution was noted distal to the filter. The customer contact reported that the volume of solution that leaked on to the floor was "less than 30ml." The solution that leaked was cleaned up according to the user facility's protocol. The nurse also reported a "small amount" of air in the tubing distal to the filter. No air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).